Manufacturer narrative:
There were no adverse events reported. The available information suggests that the device remains in-service. The event will be reopened if additional information is received and/or the device is returned for analysis.

Event description:
Boston scientific crm received information that this device, which was recently implanted, was exhibiting elevated right ventricular (rv) pacing impedance measurements during the pre-discharge system check. The rv pacing impedance measurements had increased but were still within normal limits. At that time, the physician planned to monitor the system and no invasive intervention was planned. Subsequently, boston scientific's post market quality assurance laboratory received information that this patient was presented back to the electrophysiciology (ep) laboratory. The pocket was opened and inspection found that one of the rv pace/sense set screws was loose. The set screw was properly tightened and no further intervention was required.